Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019: the patient underwent a second revision to the left knee secondary to suspected loosening. Non-depuy cement was used. Intraoperatively, the surgeon debrided scar and necrotic tissue; reported the femur was fixed, however easily tapped off with almost all the cement and no bone (cement to bone interface); and the tibia was completely debonded, indicating loosening at the cement to implant and bone to cement interface. The patella was not revised. Pmh: osteoarthritis. Doi: (B)(6) 2017. Dor: (B)(6) 2018 (poly exchange). Dor: (B)(6) 2019 (second revision; left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.